Event description:
On (B)(6) 2013, a pharmacist contacted lifescan (lfs) (B)(4) on behalf of the lay user/patient alleging that her onetouch ultra easy meter was reading inaccurately high when compared to a hospital/doctor¿s meter. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call on (B)(4) 2013. The reporter claimed on an unknown date/time, the patient tested on the subject meter and then tested on a doctor¿s/hospital meter (unknown type) and observed a value that was ¿40 points higher than the doctor¿s meter, exact results were not known. The patient¿s normal readings are between ¿120-140mg/dl.¿ the patient manages her diabetes with lantus optiset, 20 units in the evening and 10 units in the morning and metformin pills, (unknown dose) and continued to take her usual diabetes medications, but did eat less in response to the alleged issue. The date/time of action taken is unknown. The patient reported that she was not treated for high or low blood glucose at the hospital, only a blood glucose test was performed and then she left the hospital. Approximately 2 hours later, the patient reportedly developed symptoms of ¿tremors; cold sweats¿ which she associated with hypoglycemia, she also reported ¿unable to go and memory loss¿ at an unknown time the patient¿s son treated her with dextrose and she felt better within 5 minutes. At the time of troubleshooting the csr noted the meter was coded incorrectly to code 1, but the subject test strips were code 25. Replacement products have been sent to the patient and subject products are pending return for investigation. Although it is not known what the readings were on the subject device, this complaint is being reported because the reporter claimed that patient obtained inaccurately high reading(s) on the subject device and continued with taking her medication and therefore, developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/01/2013).the patient¿s meter and test strips have been returned on 9/25/2013 and evaluated by lifescan product analysis on 9/27/2013 and 9/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.